Event description:
After reading about several deaths associated with the guidant defibrillator rptr wanted to let FDA know about his experience. Around 1994 rptr was implanted with a guidant defibrillator. After about one year, rptr had to have initial defibrillator replaced due to the fact that the battery life had fallen to dangerous levels. The replacement soon thereafter had to be replaced due to defective wiring. So, in a span of less than 18 months, rptr had 3 surgeries: 1 - initial placement, 2 - replacement of initial faulty device, 3- replacement of faulty wiring. The malfunctioning wiring was very painful due to the fact that every time rptr lifted their arm the device would charge and on several occasions shock them unnecessarily. Rptr eventually had the device removed due to the fact that they were misdiagnosed and failed to convert to normal sinus rhythm.